Event description:
Arthrex reamer was being used in the operating room for an acl surgery when the tip broke off. It was an arthrex reamer low profile 10mm (ref: (B)(4) lot: 10312168 exp: 4-30-2024). The surgeon was able to retrieve all the parts. FDA safety report ID# (B)(4).